Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 7 weeks ago. Aneurysm and vessel morphology were not reported. It was reported that patient presented with buttock and hip claudication. The physician's impression was that this was secondary to a coiled hypogastric artery; however, upon further evaluation the distal end of the stent graft, the common iliac artery and the sfa were found occluded. A fem-fem and a fem-tibial bypass were successfully performed. This patient had severe pvd which is thought to be the cause of the vessel occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: arterial and venous occlusion. Severe pvd.